Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician was performing a permanent pacemaker implantation for the patient the screw of the right atrial (ra) lead tip could not be spun out normally. The physician replaced the ra lead. No patient complications have been reported as a result of this event.